Event description:
Zilver vascular final pmcf report MDR-2058_3rd party vendor (fivos and the society for vascular surgery (svs) patient safety organization). Methods: in order to evaluate the cook medical bare metal zilver vascular ses, vqi peripheral vascular intervention (pvi) registry data for procedures performed between (B)(6) 2023 by physicians participating in the vqi pvi registry were analyzed. All consecutive pvi procedures for treatment of chronic peripheral arterial disease were selected. This file captures below adverse events at discharge: thrombosis. Embolization. Target lesion dissection. Remote artery dissection. Artery perforation. Hematoma. Pseudoaneurysm. Infection. A-v fistula. Stenosis/occlusion. Stenosis > 30% or 10mm gradient. Patient outcome: require intervention/additional procedures s=4. Patient/event info: total number of procedures = 1674; total number of patients = 1596 (male = 1032), avg age = 68.2 yrs.